Manufacturer narrative:
Medtronic investigation of the returned patient archives found that the t2 exam created a poor quality 3d model. The exam created a poor 3d model with scatter. After changing the exam from 16 down to 12 bit the model looked better. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue; the system performed as intended during testing.

Event description:
A medtronic representative reported that during a cranial resection procedure the surgeon was unable to obtain a successful and accurate registration for the patient. The surgeon attempted different registration techniques: all were determined to be "off to the right". The site then pinned the patient and switched procedure types to optical and registered the patient using tracer which passed, but was found to be inaccurate. The site opted to bring in a different navigation system and continued the procedure. The issue was reported to have caused a delay of over 2 hours. There was no known impact on patient outcome.

Manufacturer narrative:
The tracer was off laterally, to the right by approximately an inch. The site said when the doctor went to check accuracy on the tip of the nose, the instrument would show up off to the right on the cheek.